Event description:
Two different smoke evacuation bovie hand pieces were opened to the sterile field. The first one did not work at all when the hand piece was activated. The second one worked when the coag button was activated but the cut button did not work when activated. On the case prior, one smoke evacuation bovie was opened and neither the cut or coag button worked when activated. FDA safety report ID # (B)(4).